Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that there was a red alarm that did not have a sound associated. The patients were able to be visually monitored. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) remotely accessed the customer's pic ix. The rse noted that the audit log shows alert sounds listed for (B)(6). The rse found speaker 5 has sound, but speaker 4 does not have sound. The customer biomedical engineer (biomed) swapped speaker 5 for 4, and now speaker 4 works. A philips technical consultant (tc) spoke to the customer. The customer explained their trouble shooting to the tc and the tc could hear that there was no sound coming from that computer they were questioning. The tc advised the customer to move the sound cable on the back of the computer from port 2 to 1 and it resolved the issue. Based on the information available, the cause of the reported problem was the speaker port connection. The reported problem was confirmed. The device was operational after switching to a different port. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.